Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10-medical product: unknown persona articular surface, unknown persona tibial tray. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported that a patient was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event was not confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification is necessary for review of device history records, neither was provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that a patient's patella was resurfaced due to pain. No devices were explanted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, d2, g1, g3, g6, h1, h2, h6, and h11 corrected: b5, d6b device was not removed, h6 (health impact).